Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had act button not responsive had to press 2 to 3 times to respond, reservoir error during priming. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery life lasting less than 7 days, belt clip did not locked, the insulin pump rewound more than once and lost setting during battery changed. The insulin pump will not be returned for analysis.